Event description:
The advocate stated her daughter's blood glucose reading on the contour next link was 32mg/dl, when retested on a different meter the reading was 146mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.